Event description:
A customer reported that during surgery, the foot pedal fell apart. An alternate footswitch was used to complete the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The original footswitch was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on june 2, 2005. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample confirmed the reported event with the following components broken off: bracket, retainer- lever heel, and the lever heel lock. With the components broken off, the heel adjuster could slide back and forth freely instead of locking into a desired position. In addition, rubber fray was noted on the base plate. The footswitch was connected to a calibrated console. The footswitch responded normally, with the treadle and all of the switches functioning as intended. The footswitch was confirmed to have broken heel cup components; however, as to how the components broke is inconclusive. The manufacturer internal reference number is: (B)(4).